Manufacturer narrative:
Upon receipt, the lead was found dissected. Not all parts of the lead were received. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explant procedure. The returned device was visually and electrically analysed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. The analysis demonstrated an abrasion of the lead's outer insulation. The interaction between the leads should be taken into consideration. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.

Event description:
This lead exhibited low r waves. The physician attempted to reposition this lead but the screw would not retract. The physician initially placed the replacement lead in the same place this lead was removed from and it also exhibited low r waves. This lead the physician to conclude that there was no functional issue with this lead it was simply poorly positioned. Should additional information become available this file will be updated.